Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving the medical device nk1007t - corehip std cementless 12/14 size 7. According to the complaint description, due to a postoperative fall, there was a periprosthetic fracture around the stem. Revision surgery is scheduled for (B)(6) 2026. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the complained medical device was not made available for investigation. The manufacturer made good faith attempts to retrieve the complained medical device from the healthcare facility, however the complained medical device was not received. Therefore, the investigation was based upon batch history review, historical data analysis and event description. The device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer's specifications, valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against the affected batch number. Conclusion/preventive measures: due to the lack of information and without the complaint medical device being available for investigation, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery.